Event description:
International affiliate reported that the pt presented with bleeding nine days following hermorrioidectomy. It was rpeorted that the suture was broken. The pt was resutured.

Manufacturer narrative:
No conclusion can be drawn at this time. K946271.